Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 24th september, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the focusing option was inoperative, spring and screw fell off the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is to provide a correction of brand name section this is based on the information provided during further clarification of the issue claimed in the complaint. #d1: previous brand name: surgical light. Corrected brand name: hanaulux 3005.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the focusing option was inoperative, spring and screw fell off the device. There was no injury reported however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. Upon the event occurrence, the device was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Subject matter expert from manufacturing site investigated the issue. According to the details provided, the focusing of the light did not work. The cam control is fixed to the green handle by two screws. The most likely root cause is a bad repair or an inadequate maintenance after a previous incident. Despite the lack of two screws, nothing can fall as they are inside of cupola. Therefore, there is no risk for the patient. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer's reference number: (B)(4).